Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a post-implant follow up. Upon review, the right atrial lead exhibited no sensing. Right atrial lead dislodgement was suspected. A chest x-ray was performed on (B)(6) 2019 which noted lead dislodgement. The atrial lead was disabled. On (B)(6) 2019, the lead was successfully repositioned. The patient was stable throughout.